Event description:
It was reported that the clinic was unable to interrogate the device with the standard programmer. A reset of the device was tried with a pti (post sterilization tester) programmer. The device is now pacing and responds to a magnet test. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.